Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Were any pre-op cleansing procedures changed recently? If yes, please describe was allergy testing performed? If so, please describe with results.

Event description:
It was reported that a patient was admitted on (B)(6) 2024, due to left knee joint pain and discomfort caused by sprain for one month. The patient underwent left knee anterior cruciate ligament reconstruction surgery arthroscopic meniscus shaping surgery arthroscopic knee synovectomy tendon excision surgery joint therapeutic substance injection under general anesthesia combined with nerve block on (B)(6) 2024 and suture was used and the surgery went smoothly. Postoperative CT scan showed firm internal fixation, and the patient was discharged on (B)(6) 2024. After 6 weeks of surgery, the patient experienced poor wound healing and was admitted on (B)(6) 2024, with the complaint of 1 week of poor wound healing. On (B)(6) 2024, under general anesthesia, the patient underwent debridement and vsd drainage surgery for poor wound healing after left anterior cruciate ligament revision surgery. On the second day after surgery, the patient had recurrent fever, with a maximum temperature of 38.5 degrees celsius, and blood test results showed 80.5% neutrophils, c-reactive protein 141.89mg/l. Patient received treatment of vancomycin 1.0g q12h. On (B)(6) 2024, under general anesthesia, perform a knee arthroscopic cleaning surgery for poor wound healing after left knee surgery. During the surgery, purulent fluid accumulation and synovial infection were observed in the knee joint, and the anterior cruciate ligament graft failed. Knee synovial cleaning and drainage tube placement were performed, and medication was targeted based on drug sensitivity results. After surgery, the patient's body temperature and inflammatory indicators significantly decreased, and there was no abnormal exudate or tenderness at the surgical incision site. Regular postoperative blood routine check crp, esr, procalcitonin, interleukin-6, liver and kidney function, etc. The condition is stable and the patient was discharged on (B)(6) 2024. Eczema can be seen on the skin near the surgical wound. Medical related factors: 1. The patient suffered from a re rupture of the anterior cruciate ligament due to trauma 6 months after reconstruction surgery. During the revision surgery, a new tibial bone canal was constructed, and the original tibial bone canal was not closed, which may pose a risk of knee joint fluid leakage into subcutaneous tissue and infection. 2. The patient's skin condition is poor, and the interval between two surgeries is short, resulting in normal subcutaneous tissue damage and poor local blood circulation after surgery, which increases the risk of infection. 3. The patient is allergic to cephalosporin drugs and the prophylactic use of clindamycin for anti-inflammatory treatment after revision surgery is ineffective; after the wound debridement surgery, deep tissue was taken for bacterial culture. The drug sensitivity test showed mrsa infection and resistance to clindamycin, indicating that prophylactic anti-inflammatory treatment after revision surgery was ineffective.